Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient was stable.

Event description:
It was reported that during a crtd implant procedure, the catheter dissected the coronary sinus and perforated the pericardium. The coronary sinus recovered and the patient was in good condition.